Event description:
It was reported that the patient had a head trauma, 1,5 months ago and currently he has no hearing sensation any more. The patient was hearing well before. Testing shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.